Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) was unable to get the hp to answer all of the troubleshooting questions. However from the troubleshooting that was able to be performed, there was nothing unusual noted that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.